Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that catheter entrapment occurred. The 100% stenosed target lesion was located in a severely tortuous and severely calcified vessel below the knee. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the procedure, the balloon was stuck with the non-boston scientific guidewire at the hand base part. The wire was then cut and removed the device and wire as one unit. The procedure was completed with this device. There were no patient complications nor injuries reported.